Event description:
It was reported that during testing at the hospital, the external pulse generator(epg) had "pacing failure and undersensing" there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. Further analysis of the event prompted an change in the causal code.

Event description:
It was reported that during testing at the hospital, the external pulse generator(epg) had "pacing failure and undersensing" there was no patient involvement.